Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, white particles on the surface of the shell. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV. Reoperation has not been scheduled at this time.